Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was complaining of shortness of breath with activity. The patient performed a hall walk and heart rate went to 120 bpm. The device was reprogrammed to reach the activities of daily living (adl) rate. The device remains in use. No patient complications have been reported as a result of this event.